Event description:
It was reported the patient experienced a loss of therapeutic effect and the onset was sudden. There was no known accident or incident related to the complaint. The patient was able to void 100 cubic centimeters one day last week and then noticed ¿the change.¿ it was unclear what this referred to exactly. They had tried programs 1 and 4 for 3 weeks and 1-2 weeks, respectively. Stimulation could not be increased higher, otherwise the patient¿s foot started to throb. The patient did feel stimulation. In addition, the patient was taking prophylactic antibiotics once a day to prevent infections. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va08utg, implanted: (B)(6) 2014, product type lead. (B)(4).